Manufacturer narrative:
Vygon (B)(4) could not conduct a full investigation on this complaint due to the sample not being available. However, vygon (B)(4) reports the following in regards to this complaint. The report summary is as follows: precipitation is a well-known phenomenon when incompatible drugs are applied directly without sufficient flushing. A review of supplier's manufacturing batch record for this product was performed. There were no abnormalities found during manufacturing. Corrective action: no corrective action at this point in time. However, last year the supplier of the catheter has issued CAPA (B)(4) to include a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants or other organic solvents to come into contact with their catheters.

Event description:
PICC had medication clot, tried flushing without any success.

Manufacturer narrative:
The customer has indicated that the malfunctioning sample will be returned for examination as part of the complaint investigation. This sample has not been received, and the results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC had medication clot, tried flushing without any success.